Manufacturer narrative:
One decapolar, spiral loop, inquiry afocusii diagnostic catheter was received for evaluation. Electrode 2 was unable to be tested as the electrode was detached and not returned with the catheter. The shaft material where electrode 2 was placed was microscopically investigated and the presence of adhesive was noted. In addition, a groove in the loop shaft where the electrode had been located indicates electrode placement and attachment during manufacturing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached electrode remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming missing electrode.